Event description:
It was reported that the sense light emitting diodes (led) indicator on the external pulse generator (epg) was burned out. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).